Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate and screws breakage in this case is fatigue fracture probably due to repeated stresses. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: important basic precautions. When load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture. Fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate and screws breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: important basic precautions: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia by placing a bone plate manufactured by our company onto the lateral surface of the proximal tibia (hereafter, the lateral bone plate) and a different bone plate manufactured by another company onto the medial surface of the proximal tibia (hereafter, the medial bone plate). Bone screws dedicated to each bone plate were used for bone plate fixation. The surgeon also implanted bone void filler into the bone defect formed in the medial tibia after the osteotomy. About five months after the hto, x-ray examination revealed hardware breakage: the lateral bone plate (the bone plate manufactured by our company) and some of the bone screws inserted for medial bone plate fixation (the bone screws manufactured by another company) had broken. A loss of correction was also observed. According to the patient, the patient felt something wrong in the patient's affected limb the day before the x-ray examination. The surgeon carried out a re-operation and newly fixed the tibia with bone plates and bone screws.